Event description:
Hcp reports patient could not feel their legs from the waist down after pump refill done today with drug concentration change. The patient was receiving morphine and bipuvicaine. The hcp stopped the pump. The patient's symptoms subsided. The hcp was referred to the overdose treatment procedure for morphine and to the manufacturer's medical consultant for further information.